Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 2 of 3. The home patient (hp) stated that the transfer set is leaking. The technical service representative (tsr) helped the hp with clearing the alarm and disconnecting. Per the troubleshooting performed by the technical service representative (tsr), the cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp would call their registered nurse (rn) for the transfer set. Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated they were notified of the alarm. The stated the patient ended therapy that night and call them right away. The pd rn stated that they did not notice any damages on the transfer set, but out as a precaution they changed out the transfer set. The pd rn stated that there was no medical intervention needed from this alarm, they stated that the patient is doing fine and continuing with therapy as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A 510k# cannot be provided since the product code and lot number are unknown.